Event description:
It was reported per call report that intra-aortic balloon (iab) was placed on (B)(6) 2009, during coronary artery bypass graft (CABG) surgery, 99% left main. Perfusionist called clinical support specialist (css) stating he had blood in tubing, but there had been no gas loss alarms. Perfusionist described blood as brown flakes with clear condensation in line. He could not get in contact with surgeon for orders to stop iabp & wondered what he should do. Css explained to perfusionist, there was a perforation in intra-aortic balloon (iab) & that iab needed to be pulled. The fact that there was not a gas loss alarm, showed that as of now no helium had leaked into pt's arterial system, but it could happen at any time. They needed to stop pumping, clamp iab/dc from pump & pull within 30 minutes. Perfusionist said he did not have orders from surgeon saying to stop iab & wanted to know if going to 1:2 would help. Css explained & compared this to using a drug that was now hurting patient ('pt'); you would dc drug to not cause pt harm. Perfusionist understood & call ended. At 14:50 hours sales representative phoned css & asked css to call perfusionist back; nursing staff was refusing to stop pump. Css called perfusionist back and he asked for help in guiding nursing staff. Css told him he could look in instructions for use (in any iab box) and find information. Along with that, it was in operator's manual and books we instruct from. Css then contacted field service technician about potential problem with pump. Perfusionist called css back at 13:53 hrs to say he had spoken with surgeon and surgeon's orders were to keep pumping until he arrived to evaluate situation. Css again reinforced complication that could happen to pt and pump with continuing. Discussed options for replacing iab using opposite groin or upsizing sheath due to pt's pvd. Perfusionist felt that best option was to use opposite groin. Perfusionist understood and mentioned that "lead nurse in ICU had even contacted administration about this problem and everyone was aware." At 20:16 css received another call from perfusionist. Surgeon had come and decided to pull iab; however, there was a clot in iab. Femoral artery was torn with removal and pt was now on the way to surgery for a femoral artery repair. As of (B)(6) 2009 at 13:15 est, the css had not heard from perfusionist again and closed this case.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.